Event description:
The initial reporter received questionable ise indirect gen.2 na results for 21 patients tested on two cobas pro ise analytical units. Below are examples of questionable na results: the initial na results from cobas pro serial number (B)(4) were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas pro due to feedback from the physicians. The serial number of the other cobas pro was requested but not provided. Patient 1's initial na result was 149.1 mmol/l. The patient's repeat na result on a different cobas pro was 139 mmol/l. Patient 2's initial na result was 151.8 mmol/l. The patient's repeat na result on a different cobas pro was 142 mmol/l. Patient 3's initial na result was 148.7 mmol/l. The patient's repeat na result on a different cobas pro was 139 mmol/l. Patient 4's initial na result was 130 mmol/l. The patient's repeat na result on the same analyzer was 121.5 mmol/l with a data flag. The patient's repeat na result on a different cobas pro was 120 mmol/l. Patient 5's initial na result was 148.6 mmol/l. The patient's repeat na result on a different cobas pro was 141 mmol/l. It was reported on an unspecified cobas pro instrument, that there were three patients that had questionable na results. Reportedly the initial and repeat na results had a difference of 5-6 mmol/l, no specific results were provided. It was unknown if the initial na results were reported outside the laboratory. The na electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer started to run all samples with na orders in duplicate. The field service engineer performed ise flow path cleaning and an ise sipper exchange. The investigation is ongoing.

Manufacturer narrative:
The customer reportedly changed manufacturers of sample tubes. The field service engineer replaced the metallic ise bath. After service, no further issues were reported by the customer. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.